Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Lateral locking screws (3,5mm) broke out off the bone. Revision surgery 8 weeks after implantation

Manufacturer narrative:
The reported event that superior lateral plate variax clavicle 5 hole / right was alleged of migration / rotation / in situ movement could be confirmed, since an x-ray confirming the mode of failure was provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the use of only locking screws in order to fix the two parts of the bone to the plate. As per operative technique, it is explained that if an axial compression is desired, a non-locking screw has to be used the oblong hole of the plate to join the two parts of the bone together. According to the complaint details, the user only used locking screws in the surgery. As a reminder, the operative technique states: plate fixation and optional compression it is important to note that if axial compression is desired, non-locking screws should be used in the oblong holes before any circular holes on the medial side of the fracture are filled. Compression is performed by placing a screw in the compression region of the plate. This is facilitated by using the drill guide for compression (703826 for a 3.5mm screw or 703820 for a 2.7mm screw). If an oblong hole has been used as an adaptation hole it cannot be used as a compression hole. Bi-directional compression holes have no directional laser markings. The device inspection revealed the following: the plate and the screws show marks of usage of the screw holes for the plate and on the locking mechanism for the screws. The screws can still be locked to the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
Lateral locking screws (3,5mm) broke out off the bone. Revision surgery 8 weeks after implantation.